Event description:
It was reported that implantable cardioverter defibrillator (ICD) went into back-up mode. No intervention was reported. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
New information noted that an issue discovered during remote monitoring. The alleged cause of back-up was due to event queue overflow and transmission failure. Programming changes were made, and device was reset. There were no patient consequences.